Manufacturer narrative:
The report states: litigation papers allege after surgery, patient suffered symptoms and damage to his body including but not limited to constant and severe pain in his right thigh and groin, popping sensation when going to and from a sitting position, metallosis damaging the surrounding bone and tissue, other infection and inflammation of surrounding bone and tissue, a lack of mobility, and chromium and cobalt metal toxicity. Doi: (B)(6) 2008 - dor: no revision reported at this time. Patient is a resident of (B)(6). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The report states: litigation papers allege after surgery, patient suffered symptoms and damage to his body including but not limited to constant and severe pain in his right thigh and groin, popping sensation when going to and from a sitting position, metallosis damaging the surrounding bone and tissue, other infection and inflammation of surrounding bone and tissue, a lack of mobility, and chromium and cobalt metal toxicity. Doi: (B)(6) 2008 - dor: no revision reported at this time. Patient is a resident of (B)(6). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
The pt was revised to address pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.